Event description:
It was reported that during a gastric bypass roux-en-y procedure, on the initial firing on the stomach with a blue cartridge the device cut but did not staple. There was some bleeding. The surgeon over sewed the staple line. The patient is okay. (B)(4)

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that the pacemaker had no capture. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with one (B)(4) cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.